Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient has experienced a loss or change of therapy, said it is not working, didn't like the device, hasn't used it in a year, wishes they hadn't gotten it in the first place, couldn't manage the adjustment on it, didn't understand changing the settings, and didn't do well from it. The patient says the device didn't help their bladder symptoms, and mainly, their incontinence. The patient wants the device removed and has moved. They do not have a healthcare provider (hcp) so a listing was sent to them. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they had their device adjusted numerous time and it did not help any. The patient reportedly 'gave up on it.' No further information was reported.